Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram stat, route was not reported) and intraperitoneal injection of meropenem (250mg, frequency and duration not reported). At the time of this report, the patient outcome was not reported and dianeal therapies were ongoing. No additional information was available.